Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient smelled what was believed to be a burning remote monitor component. The patient was advised to disconnect the remote monitor and wait for the replacement. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no complaint failure was found; found error code (B)(4) in failure analysis log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.